Manufacturer narrative:
Report inconclusive. No evaluation was performed, as the tool was not returned. If the tool is returned in the future, product analysis may be performed. This is a known failure mode that could occur due to excessive pressure, such as bending or prying, on dissecting tools. The user manual contains the following warning ¿bending or prying may break the accessory, causing harm to patient or staff. Do not use excessive force to pry or push bone with the attachment, tool or blade during dissection." We will continue to monitor this complaint type for trends.

Event description:
Medwatch report (B)(4) was received stating "during procedure for right hemicraniectomy drill bit broke while drilling in patient head. Prior to closure missing drill could not be found by site and an x-ray was done. Missing piece of drill was removed from the patient head and secured." Despite multiple attempts, no additional information was provided on follow up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.